Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6b, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: left knee revision for failed revision arthroplasty. Sigma tc3 femur with 7 degree adapter, adapter bolt, full porous universal sleeve, and universal stem. Adapter bolt and adapter broken. Adapter was not able to be removed from universal sleeve. Surgery had to be aborted and patient transferred to another facility. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray and photo investigation revealed that the sig fem adap +2/-2 offset bolt has fractured at the root of the threads. Although a definitive cause for device fracture is not established, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product code: 960784 lot number: j86t16, and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the sig fem adap +2/-2 offset bolt would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 960784 lot number: j86t16, and no non-conformances or manufacturing irregularities were identified. Device history batch: null. Device history review: null.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a left knee revision for failed revision arthroplasty. Adapter bolt and adapter broken. Adapter was not able to be removed from universal sleeve. The surgeon tried for 90 minutes to remove the adapter from the sleeve but was unsuccessful. The surgeon decided to transfer the patient to another facility for treatment and most likely a distal femoral replacement. Procedure was not completed successfully and had to be aborted and patient transferred.